Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusions test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. Unit delivered properly all bolus programmed during testing. Unit was monitored for 2days and no unexpected bolus delivery was noted. Unit received with minor scratched lcd window. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 42 mg/dl. The customer was treated with food. Customer has been experiencing low blood glucose for about a week. The customer stated the emergency medical service was called on 05/10/2016 but taken to hospital. After the torubleshooting was done, customer was advised to reach out to health care provider about the settings and low events. Customer was advised that we will replace the pump.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.